Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic area') in a 30-year-old female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy total, abdominal pain and multiparous. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included body mass index normal, hyperthyroidism, back pain, vaginal dryness, brca1 gene mutation and fibrosis. Family history included breast cancer and ovarian cancer. Concomitant products included levothyroxine sodium (synthroid) from (B)(6) 2013 to (B)(6) 2013 for hyperthyroidism as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 and paracetamol (acetaminophen) since(B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. One coil on the right and 4 trailing coils on the left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: - uterine cervix demonstrates focal chronic inflammation. - endometrium demonstrates non-phasic pattern. - myometrium without pathologic change. - right and left fallopian tubes without pathologic change. - essure contraceptive devices present in the lumen of right and left fallopian tubes.; on (B)(6) 2017: pelvic washings, cytology: reactive mesothelial cells. Negative for malignant cells.. Ultrasound pelvis - on (B)(6) 2014: impression: 1. Diffuse heterogeneity of echotexture throughout the uterine myometrium with indistinctness of the junctional zone of the endometrial stripe can be seen in adenomyosis. Clinical correlation recommended. 2. Incidental note of prominent bilateral adnexal varices. 3. Dominant follicles in both ovaries. 4. Small punctate echogenic foci in the right ovary likely of no clinical significance, mentioned for the purposes of completeness. 5. No other pathology identified. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record- weight gain and pelvic pain lot number:a63345 manufacture date: 2012-10 expiration date: 2015-10 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation for product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic area') and genital haemorrhage ('gen. Abnormal bleeding') in a 30-year-old female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy total, abdominal pain and multiparous. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included body mass index normal, hyperthyroidism, back pain, vaginal dryness, brca1 gene mutation and fibrosis. Family history included breast cancer and ovarian cancer. Concomitant products included levothyroxine sodium (synthroid) from (B)(6) 2013 to (B)(6) 2013 for hyperthyroidism as well as drospirenone;ethinylestradiol (yasmin) from (B)(6) 2014 to (B)(6) 2016, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, weight increased and menorrhagia had resolved and the psychological trauma, anxiety, dyspareunia and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. One coil on the right and 4 trailing coils on the left patient received treatment for pain, abnormal bleeding and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: - uterine cervix demonstrates focal chronic inflammation. - endometrium demonstrates non-phasic pattern. - myometrium without pathologic change. - right and left fallopian tubes without pathologic change. - essure contraceptive devices present in the lumen of right and left fallopian tubes.; on (B)(6) 2017: pelvic washings, cytology: reactive mesothelial cells. Negative for malignant cells. Ultrasound pelvis - on (B)(6) 2014: impression: 1. Diffuse heterogeneity of echotexture throughout the uterine myometrium with indistinctness of the junctional zone of the endometrial stripe can be seen in adenomyosis. Clinical correlation recommended. 2. Incidental note of prominent bilateral adnexal varices. 3. Dominant follicles in both ovaries. 4. Small punctate echogenic foci in the right ovary likely of no clinical significance, mentioned for the purposes of completeness. 5. No other pathology identified. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record- weight gain and pelvic pain lot number:a63345 manufacture date: 2012-10 expiration date: 2015-10. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events abnormal bleeding and weight gain was updated to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic area') and genital haemorrhage ('gen. Abnormal bleeding') in a 30-year-old female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy total, abdominal pain and multiparous. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included body mass index normal, hyperthyroidism, back pain, vaginal dryness, brca1 gene mutation and fibrosis. Family history included breast cancer and ovarian cancer. Concomitant products included levothyroxine sodium (synthroid) from (B)(6) 2013 for hyperthyroidism as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma, vaginal haemorrhage, anxiety, dyspareunia, weight increased, menorrhagia and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. One coil on the right and 4 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: uterine cervix demonstrates focal chronic inflammation. Endometrium demonstrates non-phasic pattern. Myometrium without pathologic change. Right and left fallopian tubes without pathologic change. Essure contraceptive devices present in the lumen of right and left fallopian tubes.; on (B)(6) 2017: pelvic washings, cytology: reactive mesothelial cells. Negative for malignant cells.. Ultrasound pelvis - on (B)(6) 2014: impression: diffuse heterogeneity of echotexture throughout the uterine myometrium with indistinctness of the junctional zone of the endometrial stripe can be seen in adenomyosis. Clinical correlation recommended. Incidental note of prominent bilateral adnexal varices. Dominant follicles in both ovaries. Small punctate echogenic foci in the right ovary likely of no clinical significance, mentioned for the purposes of completeness. No other pathology identified. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record- weight gain and pelvic pain lot number: a63345 manufacture date: 2012-10 expiration date: 2015-10. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : events added- abdominal pain, psych injury, genital bleeding. Events outcome updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic area') in a 30-year-old female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy total, abdominal pain and multiparous. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included body mass index normal, hyperthyroidism, back pain, vaginal dryness, brca1 gene mutation and fibrosis. Family history included breast cancer and ovarian cancer. Concomitant products included levothyroxine sodium (synthroid) from (B)(6) 2013 to (B)(6) 2013 for hyperthyroidism as well as drospirenone;ethinylestradiol (yasmin) from (B)(6) 2014 to (B)(6) 2016, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, weight increased and menorrhagia had resolved and the psychological trauma, anxiety, dyspareunia and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. One coil on the right and 4 trailing coils on the left patient received treatment for pain, abnormal bleeding and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: uterine cervix demonstrates focal chronic inflammation. Endometrium demonstrates non-phasic pattern. Myometrium without pathologic change. Right and left fallopian tubes without pathologic change. Essure contraceptive devices present in the lumen of right and left fallopian tubes.; on (B)(6) 2017: pelvic washings, cytology: reactive mesothelial cells. Negative for malignant cells. Ultrasound pelvis - on (B)(6) 2014: impression: 1. Diffuse heterogeneity of echotexture throughout the uterine myometrium with indistinctness of the junctional zone of the endometrial stripe can be seen in adenomyosis. Clinical correlation recommended. 2. Incidental note of prominent bilateral adnexal varices. 3. Dominant follicles in both ovaries. 4. Small punctate echogenic foci in the right ovary likely of no clinical significance, mentioned for the purposes of completeness. 5. No other pathology identified. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record- weight gain and pelvic pain. Lot number:a63345 manufacture date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic area') and genital haemorrhage ('gen. Abnormal bleeding') in a 30-year-old female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy total, abdominal pain and multiparous. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included body mass index normal, hyperthyroidism, back pain, vaginal dryness, brca1 gene mutation and fibrosis. Family history included breast cancer and ovarian cancer. Concomitant products included levothyroxine sodium (synthroid) from (B)(6) 2013 to (B)(6) 2013 for hyperthyroidism as well as drospirenone;ethinylestradiol (yasmin) from (B)(6) 2014 to (B)(6) 2016, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, weight increased and menorrhagia had resolved and the psychological trauma, anxiety, dyspareunia and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. One coil on the right and 4 trailing coils on the left patient received treatment for pain, abnormal bleeding and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: uterine cervix demonstrates focal chronic inflammation. Endometrium demonstrates non-phasic pattern. Myometrium without pathologic change. Right and left fallopian tubes without pathologic change. Essure contraceptive devices present in the lumen of right and left fallopian tubes.; on (B)(6) 2017: pelvic washings, cytology: reactive mesothelial cells. Negative for malignant cells. Ultrasound pelvis - on (B)(6) 2014: impression: 1. Diffuse heterogeneity of echotexture throughout the uterine myometrium with indistinctness of the junctional zone of the endometrial stripe can be seen in adenomyosis. Clinical correlation recommended. 2. Incidental note of prominent bilateral adnexal varices. 3. Dominant follicles in both ovaries. 4. Small punctate echogenic foci in the right ovary likely of no clinical significance, mentioned for the purposes of completeness. 5. No other pathology identified. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record- weight gain and pelvic pain. Lot number:a63345 manufacture date: 2012-10 expiration date: 2015-10. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events abnormal bleeding and weight gain was updated to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic area') in a (B)(6) year old female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy total, abdominal pain and multiparous. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included body mass index normal, hyperthyroidism, back pain, vaginal dryness, brca1 gene mutation and fibrosis. Family history included breast cancer and ovarian cancer. Concomitant products included levothyroxine sodium (synthroid) from (B)(6) 2013 to (B)(6) 2013 for hyperthyroidism as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). One coil on the right and 4 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram on (B)(6) 2013: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion. Pathology test on (B)(6) 2017: uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: uterine cervix demonstrates focal chronic inflammation. Endometrium demonstrates non-phasic pattern. Myometrium without pathologic change. Right and left fallopian tubes without pathologic change. Essure contraceptive devices present in the lumen of right and left fallopian tubes. On (B)(6) 2017: pelvic washings, cytology: reactive mesothelial cells. Negative for malignant cells. Ultrasound pelvis on (B)(6) 2014: impression: diffuse heterogeneity of echotexture throughout the uterine myometrium with indistinctness of the junctional zone of the endometrial stripe can be seen in adenomyosis. Clinical correlation recommended. Incidental note of prominent bilateral adnexal varices. Dominant follicles in both ovaries. Small punctate echogenic foci in the right ovary likely of no clinical significance, mentioned for the purposes of completeness. No other pathology identified. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record- weight gain and pelvic pain. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received. The case is incident. Events added- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dyspareunia (painful sexual intercourse), weight gain . Lot number, concomitant drugs, medical history, lab data, reporter, demographic details were added. Event pelvic pain outcome was updated to recovering/resolving. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.